Event description:
Pt was diagnosed with grade I spondylolisthesis, l5-s1 with right lower extremity radiculitus. On 6/10/97, she underwent bilateral posterior lateral fusion., l5-s1. With synthes universal spine instrumentation and right pelvic autograft. She initially did well, but at 3 months post-op, she thought she felt movement in her back. At 7 months, x-rays demonstrated a lucency about the right sacral screw with eventually a fracture of the screw. On 9/30/97, pt underwent take down of l5-s1 pseudoarthrosis with removal of retained lumbar instrumentation, l5-s1. Pt's right inferior (s1) screw was fractured.